Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular lead was exhibiting failure to capture. No changes or intervention was reported. The patient was in stable condition.